Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead received multiple shocks for ventricular fibrillation (vf). At some point after, the lead had microdislodged. Pacing thresholds had increased and the r wave had dropped. A revision procedure was scheduled however, was delayed due to an infection the patient had developed. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the rv threshold significantly increased. The lead was capped and no longer in service. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro dislodgement and the patient received multiple shocks. The pacing threshold measurements had increased and the r wave had dropped. A lead revision would yet be performed. Additional information was received stating that shocks provided were appropriate and no therapy exhaustion occurred. The lead revision was delayed as the patient developed an infection. This lead remains in service. No additional adverse patient effects were reported.